Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that myocardial infarction (mi) occurred. In (B)(6) 2013, clinical status assessment identified patient's qualifying condition as stable angina and was referred for elective cardiac catheterization. The following day, the index procedure was performed. The target lesion was located in the proximal left anterior descending artery (lad) with 90% stenosis, 23mm in length and a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilatation, placement of 3.00 x 28mm study stent and post dilatation with 0% residual stenosis. The following day, the patient developed mi and no actions were taken in response to the event. The following day, the patient was discharged on dual antiplatelet therapy.